Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular intrinsic amplitude out of range due to an amplitude decrease of 0.8mv from >25mv. Review of the stored electrograms identified atrial oversensing due to farfield r-wave oversensing which contributed to frequent rythmiq episodes and false atrial tachycardia response (atr) event storage. Crosstalk was also noted but appropriate blanking was confirmed. Further review may be required. No adverse patient effects were reported.